Event description:
This rv lead that was previously deactivated on (B)(6) 2010 due to oversensing, was removed during a change out. This lead was returned for analysis. The explant date was not provided.

Manufacturer narrative:
The returned leads were thoroughly analyzed. During the analysis, multiple signs of wear were found along the lead body. The position and characteristics of the frayings lead to the assumption of strong mechanical stress on the leads in the region of the tricuspid valve. Notable lead movement should be considered as cause. X-ray images or diagnostic images of any other kind that could provide information on the positional relationships of the implanted system in the body were not available for analysis. In addition, cuts in the insulation were noted on the kentrox rv-s, which are probably due to the explant process. Neither the analysis of the ICD nor of the leads showed any indications of material defects or manufacturing errors.